Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Initial report indicated that the site's wand would not communicate with her demo generator. The wand was returned to cyberonics for analysis and a intermittent conductor was found on the wands serial cable. The reported issue, failure to program, was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared.